Manufacturer narrative:
The covidien customer support engineer (cse) was unable to duplicate the reported issue. The cse reset all connections, ran all calibrations, the extended self-test (est), short self-test (sst), and performance verification tests. All tests passed per MFR's specification at time of service. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display while being used on a pt. The date of the event is unk. Though requested, no additional info is available at this time.